Manufacturer narrative:
Result of investigation: smith and nephew have completed the investigation into your complaint, which has been finalized with the root cause identified as mechanical failure. The device intended for use in treatment has been returned and evaluated. A relationship between the reported failures and the device was established, with the main power pcb found to be defective. The manufacturing records reviewed show that there was no issue at the point of release that could have caused or contributed to the reported event. A review of the complaint history found other instances of this reported issue. These instances are being monitored with further work being conducted to determine if additional actions are required. Factors that may affect charging: the described failure modes, failure to charge and overheating can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide negative pressure wound therapy. Once the device temperature drops the device will continue to charge. Recommendations: storage of the device should be within an area that is not subject to high temperatures. Ensure the device is fully charged prior to use. Locking the screen is recommend during the charging process. Do not charge the device in its carry bag. It is important that all users of this device, read and follow the instructions in the supplied manual for use.

Event description:
It was reported that the pump was not charging. The patient suffered from stress due to the noisy alarm. A back-up device was available to be used and replace the faulty one.